Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Additional information indicated that the cause of the high out of range shock impedance measurement was not determined. The physician will continue to monitor the patient. This device and lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that a recurrent alert was detected for the ICD and rv lead system as it exhibited high out of range shock impedance measurements. No adverse patient effects were reported.

Event description:
Additional information was received that this ICD and rv lead were revised due to high out of range shock impedances that were displayed a few days prior when a shocks were delivered. The lead was capped, and the device was explanted and replaced per the physician request. No additional adverse patient effects were reported.